Manufacturer narrative:
Electrical wire: intuitive surgical received the curved bipolar dissector involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis. The instrument was placed, and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument moved smoothly. The instrument was found to have damage of the conductor wire¿s insulation. Electrical continuity was performed and passed. No thermal damage was observed. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. Instrument log investigation: a review of the instrument log for the curved bipolar dissector (470344-15/n10180301 0035) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0904. The alleged event occurred on the 5th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Image/video review: no image, or video clip for the reported event was submitted for review. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the bipolar instrument had damaged conductor wire insulation, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm, or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy surgical procedure, the instrument could not be used smoothly and was found with an exposed wire. The procedure was completed with the same instrument. There was no reported injury. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.